Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The customer advised physio-control that the device had been stored for an extended period with no charge-pak installed. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer advised physio that the device would not power on when prompted. There was no patient use associated with the reported event.